Event description:
It was reported that during a procedure, a nrg transseptal needle was selected for use. It was mentioned that a device failed to cross the septum. The bmc rf generator was confirmed to be in 'ready' mode, and radio frequency was delivered. Hence, the device was replaced and procedure was completed successfully. No patient complications have occurred. No other issues were reported. Product is not expected to be returned for analysis as it was discarded in the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.